Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received insulin flow blocked alarm. The customer's current blood glucose was unknown. Customer stated they had tried all remedies. Customer troubleshoot was performed. Customer was advised to the insulin pump will need to be replaced and to retrieve and save insulin pump settings and to revert to backup plan. The insulin pump will not be returned for analysis.